Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
The patient presenting having experienced a cough and temperature, one month post implant of a leadless pacemaker (lp) system. A computed tomography (CT) revealed a 1-2 centimeter globular effusion. An echocardiogram did not reveal the effusion. It was noted that at implant, the lp was fixated, however increased capture threshold was observed. As a result, the lp was implanted successfully in a new location. At the time the effusion and perforation were found, the electrical measurements of the lp were acceptable. The physician elected to monitor the patient and discontinue the anticoagulant medication. The patient was stable and will continue to be monitored.